Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient left stimulator off for multiple lengths of time and it could not restart. Patient had multiple falls. It was reported that a trickle charge was performed however not successful. Issue was not resolved. A surgical intervention is planned for (B)(6) 2019. No symptoms reported. No further complications were reported/anticipated.